Event description:
Per the clinic, the patient underwent revision surgery to manage a device migration and retro auricular granulation tissue formation. It was also reported that on (B)(6), 2010, the wound opened and the device was exposed. Additional information has been requested, but is not available as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. (B)(4).